Event description:
It was reported that on (b)(6) 2026, a 27mm SJM Masters Series Valsalva Aortic Valved Graft was chosen for implant. During procedure, it was noted that the patient tissue was not holding the anastomosis. The tissue was extremely friable and falling apart. After attempts to repair without success due to patients friable tissue, patient expired. The valve remain implanted. The cause of death was bypass tissue and anastomosis would not take. The autologous bypass conduits kept dissecting and friability of tissue disenabled complete anastomosis.

Manufacturer narrative:
An event of death right after implant procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that the cause of death was bypass tissue and anastomosis would not take. The autologous bypass conduits kept dissecting and friability of tissue disenabled complete anastomosis. The Device History Record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident of death cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.From Medical Review: "A critically ill patient with multiple comorbidities underwent a combined coronary artery bypass grafting (CABG) and an aortic root replacement using a 27mm SJM Masters Series Valsalva Aortic Valved Graft. During the operation, after reattachment of the coronary arteries to the graft, the coronaries developed dissection. Multiple attempts were made to repair the dissections; however, these were unsuccessful due to the patient¿s markedly friable tissue. The patient¿s condition deteriorated intraoperatively, and despite efforts to manage the complication, the patient died on the same day. It was noted that the patient had significant pre-existing comorbidities and was in poor condition prior to surgery, and no device-related malfunction or performance issue was alleged.The most likely cause of death is intraoperative cardiovascular collapse secondary to coronary artery dissection in the setting of severe underlying disease and tissue fragility in combination with presumed intra-operative bleeding and a prolonged operation leading to myocardial injury. The coronary dissections likely compromised myocardial perfusion, leading to acute myocardial ischemia, reduced cardiac output, and refractory hemodynamic instability. Contributing mechanisms likely include, but not limited to the patient¿s poor baseline condition, extensive surgical complexity, and fragile vascular tissue that predisposed to dissection and inability to achieve durable repair. The cause of death is procedure related in the setting of a critically ill patient with multiple comorbidities."

Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED THAT ON (B)(6) 2026, A 27MM SJM MASTERS SERIES VALSALVA AORTIC VALVED GRAFT WAS CHOSEN FOR IMPLANT. DURING PROCEDURE, AFTER ATTACHING CORONARIES THE CORONARIES BEGAN DISSECTING. AFTER ATTEMPTS TO REPAIR WITHOUT SUCCESS DUE TO PATIENTS FRIABLE TISSUE, PATIENT EXPIRED.